Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. Customer's blood glucose was 197 mg/dl. The customer reported exposing their insulin pump to moisture. Customer also had a crack on their insulin pump that allowed water to enter the insulin pump. It was also found the customer had a piece missing from their insulin pump, exposing the thread in the battery compartment. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to moisture damage on electronic assembly. The insulin pump had moisture damage was found on motor assembly. No blank display or display anomaly noted. The insulin pump was unable to verify for operating currents including low battery, off no power or failed battery test alarm due to no button response. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads.